Event description:
It was further reported that the shaft was broken into two pieces during advancing. One part was situated inside the patient and the other part was situated outside the patient. The part that was situated inside the patient was easily withdrawn by the physician.

Event description:
It was reported that during a stenting treatment procedure, the shaft of the catheter fractured. The target lesion being treated was located in the 90% stenosed left anterior descending (lad) artery. A unspecified stent was implanted following pre dilation. While advancing the quantum mav mon 12mm x 3.0mm catheter for post dilation, the shaft was fractured in the middle. The catheter was easily withdrawn and the procedure was completed successfully with another of the same device. No patient complications were reported and the patients' condition was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The balloon of the returned quantum maverick balloon catheter was tightly folded. There was a hypotube separation 56cm from the edge of the strain relief. The surfaces of the fractured hypotube were oval, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).